Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for tip detachment include, but are not limited to, manufacturing, inadvertent pulling on the tip of the stent delivery system (sds) during removal of the tip mandrel, insufficient support during preparation, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all tips are inspected during loading of the mandrel on the manufacturing line. Additionally a tip pull test is performed during reliability testing on-line. In this case, the product was not returned for analysis and may have assisted in the investigation. It may be possible that while removing the tip mandrel, the tip of the sds may have been inadvertently grasped, and while pulling the tip with the mandrel, the separation occurred. However, with out the return of the device, this could not be confirmed. Although a conclusive cause for the tip detachment can not be determined there are no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Rx acculink carotid stent system,(part 1011343-40, lot 0041461) is being reported under a separate medwatch report number.

Event description:
It was reported that during the procedure an acculink stent (part 1011343-40, lot 0041461) was implanted in the right internal carotid artery and post-dilatation was done using a non-abbott balloon. Angiogram following post-dilatation showed a shelf of atheromatous plaque just proximal to the stent. Therefore, an acculink stent (part 1011340-30, lot 9120351) was prepared to cover the plaque; however, during preparation the tip of the stent delivery system broke off on the table. The device was not used and there was no patient involvement. A third acculink stent was successfully implanted proximally at the bifurcation to treat the plaque shelf. An additional stent was then implanted in the right common carotid artery, as planned, to cover the long index lesion. The patient was discharged to home the next day and there was no adverse patient sequela. Though requested no additional information was provided.